Manufacturer narrative:
It was noted that this lead was severed when the device was explanted, so only the part of the lead attached to the header of the device was returned. It was further noted that the lead tip was not returned for analysis. On (B)(6) 2017, during device decontamination, the attached lead portion was removed. However, after an exhaustive search, we were unable to locate the small portion of the lead that was returned to boston scientific. As a result of these circumstances, physical analysis of the lead could not be performed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and decreased r waves from 16 millivolts to 1.2 millivolts. A revision procedure was performed where fluoroscopy confirmed the lv lead had dislodged. The physician was unable to get the introducer to insert into the lv lead and after three hours of attempting to explant the lead, the physician plugged the lv port and referred the patient for an epicardial lead placement. Another revision was performed the following day where two epicardial leads were placed. This lv lead was explanted no additional adverse patient effects were reported.